Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient complained of (c/o) "intermittent thumping in the left lateral abdominal area." Left ventricular (lv) lead output "turned down." No thumping noted. About a week later patient c/o same thumping. Lv capture management programmed to off. No further patient complaints or complications reported as a result of this event.